Event description:
The customer reported no audio from the mx40. There was no report of pt harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.